Manufacturer narrative:
Date rec'd by MFR: 27jun2019. Date of report: 10sep2019. The field service engineer (fse) confirmed the reported issue and replaced the front bezel to fix the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement.